Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check that included the safety valve test and internal leakage tests among others. Our field service engineer has investigated the reported machine on site. The expiratory channel printed circuit board (pcb) has been changed and sent back for investigation. The returned part has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 2 days. It passed another pre-use check after ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the safety valve test and internal leakage tests among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).